Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) could not complete autofill and displayed low vacuum, system failure alarms. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) stated they found multiple fault codes 58/124 indicating pressure value data. The unit failed drive manifold leak test and indicated a vacuum error. The vacuum reservoir pressure reading was erratic and didn't match compressor conditions, reading a positive pressure. The fse replaced vacuum transducer with new pim (0997-00-1178) transducer and readings were normal. Was able to perform 30 psi calibration and all manifolds test passed without issue several times. The unit passed all functional and safety tests per factory specifications and was returned to the customer.